Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. The customers blood glucose (bg) levels were impacted. However, the exact values were not provided. The customer would take bolus via the pump to stabilize high bg levels and consume carbohydrates to stabilize low bg's.